Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that a cuff miss occurred. The physician had difficulty parking the foot and removing the device. The device was retracted and a guide wire was inserted. The device was exchanged for a sheath. It was reported that closure was achieved with a duett vascular sealing device. Although requested, additional info has not become available.